Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery reached normal end of life with telemetry and output okay. Analysis of the extension ((B)(4)) found that the extension body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was normal battery depletion; however, the extension had difficulty being pulled out of the implantable neurostimulator (ins) header. No known factors might have led or contributed to the issue. They undid all the screws completely; however, a lot of force was required to pull out the extension. The extension looked to be damaged on the side that rested on the ins battery. No interventions or actions were required; however it was reported a surgical intervention occurred. They replaced the extension and battery. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.